Manufacturer narrative:
During inspection and testing, foreign material was found in the nozzle. The reported issue (insufficient air flow) was not confirmed during testing. The cleaning function of the objective lens surface by air or water was within the specification and there was no abnormality. The inside of the nozzle was checked and a white foreign material was found. It is possible that the reported event occurred depending on the state of the foreign material at the time. Component analysis of the foreign material found the same component as polypropylene. Polypropylene is not used for the inside of the tubes related to air/water flow of the scope and is commonly used as material. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, information was obtained from the customer that reprocessing was performed with the air/water channel cleaning adaptor and the reprocessor and there was no problem. It is likely the foreign material accidentally entered the nozzle through the air supply connector or water supply connector of the connector section, or air/water cylinder of the control section, which resulted in the foreign material being stuck before the exit of the air/water nozzle depending on the size of the foreign material. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, angulation was insufficient due to elongation of the angle wires, the adhesive on the bending section cover was cloudy, the insertion tube was scratched due to handling, the suction cylinder was worn due to handling, the light guide coil was crushed and scratched due to handling, the connector was scratched due to handling, switch one was worn due to handling, and the boot on the control side was scratched due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported there was insufficient airflow to clear water from the objective lens. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.